Event description:
Consumer reported via email that the tampons disintegrated internally while using. No injury was reported.

Manufacturer narrative:
01-apr-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampons disintegrated internally while using. No injury was reported.